Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 533 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. The customer indicated that the pump alarmed weak signal and lost sensor and that the insulin used was expired and may have led to the high blood glucose. Customer will call back if further assistance needed.